Event description:
Failure of pads adaptor cable (m1750). With cable attached defibrllator indicates "no paddles" (same indication as if cable was not attached). Analysis finds that circuit board connector plug within main connector assembly partially out of recepticle jack (functionally disconnected). Main connector assembly had never been opened prior to problem. Result of this failure mode is inability to operative defibfillator in external pads configuration. The number of cable failures with this failure mode total one. Note: there was a probable prior instance of this failure mode which was not reported.